Manufacturer narrative:
The customer provided stryker with all the available patient information. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. As a result, defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however there was no adverse patient outcome.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the power pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. As a result, defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however there was no adverse patient outcome.